Event description:
It was reported that the universal handpiece heated up during a shared translab surgery. The procedure was completed successfully using the same device, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of the handpiece getting hot was not duplicated or confirmed during service evaluation. There were no observed failures that could lead to the reported event. The device was returned unrepaired at request of the customer.

Event description:
It was reported that the universal handpiece heated up during a shared translab surgery. The procedure was completed successfully using the same device, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device has been received and the quality investigation has been completed.